Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and auto-aligned the sample 1, reagent 1 and reagent 2 probes to the cuvette position. The cse cleaned all cuvette wash / dryer probes and recalibrated the cuvette ring and reagent storage temperatures. The cause of the discordant calcium, creatinine, glucose, carbon dioxide and urea nitrogen results is unknown. The cse successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant calcium (ca), creatinine (crea), glucose (glu), carbon dioxide (co2) and urea nitrogen (bun) results were obtained on a dimension vista 500 instrument for one patient. The discordant results were not reported to the physician(s). The customer repeated the sample on the same instrument. The repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca, crea, glu, co2 and bun results.